Event description:
Based on a review of the patient's medical records: (B)(6) 2011: the patient underwent mesh sublay repair of incisional hernia with partial omentectomy, right inguinal herniorrhaphy with ventralex mesh and a pre-shaped mesh. (B)(6) 2011: operating room tech reported that cultures were obtained that showed (B)(6). (B)(6) 2011: the patient underwent abscess drainage aspiration with 200 ml. Purulent material obtained, drain left in place.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The medical records provided do not indicate a specific device failure and no product has been returned. While there is no indication that the mesh was the source of the patient's reported infection, the product's IFU states: if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. Without additional information, no conclusion can be drawn. Refer to MDR 1213643-2011-00589 for information regarding the ventralex mesh implanted on (B)(6) 2011.